Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were used to treat the lad. Approximately 5 months post procedure the patient suffered chest pain and was treated with medication. The investigator and sponsor assessed the event as not related to the index device or the anti-platelet medication and the patient recovered. The cec adjudicated the event a non q-wave mi 3rd udmi spontaneous of unknown vessel.